Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. During a follow-up visit on (B)(6) 2024 the surgical incision site appeared to be infected and the patient was administered oral antibiotics. On (B)(6) 2024 the firm was notified of the infection and plans to remove the system. A full system explant took place on (B)(6) 2024 due to the possible presence of infection.

Manufacturer narrative:
No lab cultures were taken to confirm presence or type of infection at the surgical site. Infection is a known inherent risk of invasive procedures and there is no information available to the firm to further pinpoint type or source of the infection.